Event description:
Caller reported a malfunction on the pump, described by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller in successfully resetting it, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reappeared.